Manufacturer narrative:
As reported, the patient presented with a red and irritated groin a few days after having two 6-12f mynx venous vascular closure device (vcd) implanted for closure. The access site was on the left limb. The patient developed an infection six days procedure that was not confirmed with culture, and inflammation. Antibiotics were prescribed. The symptoms resolved without sequelae. The patient was discharged the same day as the procedure and the initial follow up was one day post procedure. An ultrasound was not performed at follow up. The device was used by the physician. There were two access sites on the affected limb with a distance of 2-3mm distance between access sites. A 10f and 8f unknown sheath was used. Time to ambulation post procedure was two hours. The device was prepped and used as per the instructions for use (IFU). An ultrasound was not performed prior to discharge. One image of the patient¿s groin was received for review. The puncture site appears red and swollen with a raised and rounded appearance. No discharge or fluid was noted from the site. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2511405 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿infection¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possiblealthough not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, the patient presented with a red and irritated groin a few days after having two 6-12f mynx venous vascular closure device (vcd) implanted for closure. The access site was on the left limb. The patient developed an infection six day procedure that was not confirmed with culture, and inflammation. Antibiotics were prescribed. The symptoms resolved without sequelae. The patient was discharged the same day as the procedure and the initial follow up was one day post procedure. An ultrasound was not performed at follow up. The device was used by the physician. There were two access sites on the affected limb with a distance of 2-3 mm distance between access sites. A 10f and 8f unknown sheath was used. Time to ambulation post procedure was two hours. The device was prepped and used as per the instructions for use (IFU). An ultrasound was not performed prior to discharge. The device will not be returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient presented with a red and irritated groin a few days after having two 6-12f mynx venous vascular closure device (vcd) implanted for closure. The access site was on the left limb. The patient developed an infection six days procedure that was not confirmed with culture, and inflammation. Antibiotics were prescribed. The symptoms resolved without sequelae. The patient was discharged the same day as the procedure and the initial follow up was one day post procedure. An ultrasound was not performed at follow up. The device was used by the physician. There were two access sites on the affected limb with a distance of 2-3mm distance between access sites. A 10f and 8f unknown sheath was used. Time to ambulation post procedure was two hours. The device was prepped and used as per the instructions for use (IFU). An ultrasound was not performed prior to discharge. One image of the patient¿s groin was received for review. The puncture site appears red and swollen with a raised and rounded appearance. No discharge or fluid was noted from the site. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2511405 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿infection¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.